Event description:
It was reported that patient presented in clinic for follow-up. Upon interrogation, it was noted that the implantable cardiac defibrillator (ICD) exhibited incorrect measurement and showed increased longevity. No intervention was performed. Patient condition was stable.